Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed pump error due to no motor movement or negligible movement. Customer's blood glucose was unknown. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec and passed self-test. However, device alarmed no motor movement error during rewind due to corrosion at the motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement error. Device received with minor scratched display window and case.